Event description:
It was reported that the patient was not able to get adequate pain relief. Upon x-ray confirmation and multiple reprogramming, the physician decided to replace the lead and repositioned it to be more midline. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.